Event description:
It was reported that during a ptca treatment procedure involving a 90% stenotic rca lesion, the quantum balloon ruptured on the first inflation at 14 atm's. A bmw guidewire, a multi-link 1.5 x 3.5 stent, and a 7 fr jr4 guidecath were used in the procedure. An unknown type of inflation device was used as well. The lesion was pre-dilated and there was no resistance met with insertion or removal of the quantum balloon. The reportedly ruptured product was removed and exchanged with another balloon. No pt injury or complications were reported. The procedure was successfully completed and the pt's status was reported as "good". No other info is available at this time.